Event description:
Reporter alleged obtaining a discrepant blood glucose result of 35 mg/dl back to back with a result of 75 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter indicated that he became hypoglycemic 30 minutes after obtaining a result around 120-130 mg/dl, taking his normal 10 units of symlin and taking 30 units of humalog based on the result. Reporter stated he drank a coke and glucose tabs given to him by his wife and went to the hosp with the emts after a 90 mg/dl was obtained on their system. Reporter stated he was given food at the hosp and then released. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that he no longer has the strips used and so no product will be returned for evaluation.